Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: d9. Corrected: g1. H3, h6: the product was returned to depuy synthes for evaluation. Visual inspection of the returned device found the hydraulic pump as well as the cement reservoir were returned for analysis. The cement reservoir was filled with hardened cement. The hydraulic pump container was broken in two pieces from the connection point. The observed condition of the device can consistent with a component failure that was caused by exposure to unintended forces. However, with available evidence the complete potential cause can not be determined. Properly handling and attention to the approved use of the device diminishes the risk of failure. Confidence spinal cement system®¿11cc kit instructions for use IFU-0902-90-123 were reviewed and the following relevant statements were found: warnings: 17. Assure all system components are firmly connected prior to cement introduction. 18. Always cancel the pressure within the system when cement introduction is no longer desired (by counter-clockwise rotation of the pump handle). Procedure: 16. Connect the flexible tube (which is attached to the pump) to the fitting on the proximal end of the reservoir cap. Note: prior to connection, rotate the pump handle counter clockwise (about two full turns) and remove the stylet from the introducer needle cannula. A dimensional inspection was not performed since it was not applicable to the complaint condition. A functional test was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the confidence spinal cmt sys, 11c would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a DHR evaluation was performed for the finished device. Product code: 283910000. Lot number: 436331. It was electronically reviewed and no nonconformances / manufacturing irregularities were identified during the manufacturing process. The product was released on: 10.07.2025 manufacturing site: jabil le locle. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: h4. Corrected: b3, d4 (primary UDI #), e1. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported while filling confidence cement system, it ruptured. A new one was used to complete the procedure with consequences to the patient.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11: additional narrative: d4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available.